Event description:
It was reported that there was a programming error on bootup. Rebooted and the same issue occurred. After updating and rebooting, the patient was able to be viewed but the programmer head did not work. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. The change is reflected in this report.